Event description:
Device was implanted in pt to allow for administration of a clinical trial drug. On (B)(6), the system was accessed and cerebrospinal fluid could not be drawn from the system. The pt was given x-ray examination; the examination showed the catheter was not visible in the spinal canal. On (B)(6), surgical exploration was performed which showed the catheter tip was not in the pt spinal canal. The system was explanted that day and a new system was implanted. No permanent adverse effects reported.

Manufacturer narrative:
Add'l MFR narrative: customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.